Event description:
It was reported that on may 14, the hospital operating room reported that on (B)(6) 2025, the patient underwent ureteroscopy lithotripsy for kidney stones. The surgery was planned to use ureteral stent 788826. After opening the package, it was found that the product was 788630. The actual product did not match the outer packaging and needed to be replaced with another package. After reopening the other package, the ureteral stent was used normally to complete the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), the hospital operating room reported that on (B)(6) 2025, the patient underwent ureteroscopy lithotripsy for kidney stones. The surgery was planned to use ureteral stent 788826. After opening the package, it was found that the product was 788630. The actual product did not match the outer packaging and needed to be replaced with another package. After reopening the other package, the ureteral stent was used normally to complete the surgery.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 12654041 and (B)(4) was initiated to address the reported event. Received (1) photo samples. The photo sample was returned and could not be evaluated for the reported failure. The outer packaging for the stent noted 788826. After opening the package, it was found that the product was 788630. The actual product did not match the outer packaging and needed to be replaced with another package. This specific complaint allegation was part of a broader investigation captured in CAPA 12654041 and (B)(4). The CAPA and the sa investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5370 field action has been initiated by bd (us notification date 30oct2025). Customers have been instructed to discard product or destroy affected product. CAPA 12654041 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) the hospital operating room reported that on (B)(6) 2025, the patient underwent ureteroscopy lithotripsy for kidney stones. The surgery was planned to use ureteral stent 788826. After opening the package, it was found that the product was 788630. The actual product did not match the outer packaging and needed to be replaced with another package. After reopening the other package, the ureteral stent was used normally to complete the surgery.